Manufacturer narrative:
This is part of recall z-0942-2017. The device has not yet been made available for evaluation. Should the device become available or further information be received, a follow-up report will then be issued.

Event description:
Alleges consumer was in the tilt position when the back allegedly broke off allegedly causing the consumer to fall out.

Event description:
Alleges consumer was in the tilt position when the back allegedly broke off allegedly causing the consumer to fall out.

Manufacturer narrative:
This is part of recall z-0942-2017. The device was returned and was determined that the recall had not been performed on this device.